Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received low sensor readings, causing his insulin pump to threshold suspend, that were discrepant from his blood glucose. Customer stated the sensor read 45 or 46 mg/dl and his blood glucose was at 189 mg/dl. He further stated that all day long, his blood glucose did not go below 160 mg/dl and his sensor never read above 60 mg/dl. Customer declined troubleshooting. Nothing further reported.